Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the lungs on a laparoscopic thorascopic lobectomy, the stapler was able to fire but 30 percent of the staples were not fired and resulted to poor staple formation and incomplete staple line. It was stated that they had to do suture stitching to fix staple line. The event resulted to bleeding. The reload was replaced to complete the case.